Event description:
A customer reported a system message displayed during a photocoagulation procedure. There was a "significant delay" in the procedure. There was no patient harm reported. Additional information has been requested, but has not been received to date.

Manufacturer narrative:
The company representative examined the system and was unable to duplicate the problem reported. Preventative maintenance and an unrelated retrofit were completed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months and did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).